Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a failed occlusion test occurred due to "check clutch/plunger" errors and a cracked battery cover. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked and a non-original equipment manufacturer battery was found in the device. Review of the event history log showed an occurrence of a "check clutch plunger lever" alarm. The reported issue was found during occlusion testing, and was due to the clutches slipping. The investigation determined that normal wear was the cause of the reported issue. It was noted that the device was about ten (10) years old and the lead screw and both clutch halves were found to be old, slipping, dirty and worn out. The lead screw, both clutch halves and the battery were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.